Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ventricular threshold was increased. X-ray examination found no indication of a lead dislodgement. The device was reprogrammed and a follow up appointment is scheduled for next month to ensure the threshold trend is stable. The patient was stable.

Event description:
During follow-up, ventricular threshold was increased. X-ray examination indicated the lead was dislodged. The patient is elderly and will not be hospitalized so the device was reprogrammed and a follow up appointment is scheduled for next month to ensure the threshold trend is stable. The patient was stable.